Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device after an endovascular treatment procedure. Reportedly, a cuff miss [suture retrieval issue] occurred as the plunger was not pushed enough. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after an endovascular treatment procedure using an 8fr sheath.

Manufacturer narrative:
H6: medical device problem code 2017: failure to follow steps/ instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body...gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Based on the reported information, they are aware that the plunger was not fully deployed. The reported difficulties and subsequent treatment appear to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.